Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon attempted to perform the second firing during stomach resection on a laparoscopic assisted distal gastrectomy, after the green button was pressed, the device could not fire but there were traces of pre-firing could be seen on the cartridge. It was also reported that the device¿s feedback screen showed a display that firing was completed. Another cartridge was used to complete the case. There was no patient injury.